Event description:
It was reported that the tip of the tap is split/cracked. The tip did not break off. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the tap was returned for eval. Visual and microscopic examination of the instrument confirms the tip is cracked and splayed in two locations approximately 180 degrees apart from each other. The cracks are approximately 2 and 4mm in length, respectively. This suggests off-axis use on the instrument and associated guide wire. A review of the device history records did not identify any applicable nonconformance to specification.